Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is loose on his insulin pump. Customer stated that the insulin pump is alarming motor error. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.